Event description:
The customer reported that while running a hepatitis core assay, the summit sample handler, failed to pipette specimen and diluent into well positions a10 and a12. No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.